Manufacturer narrative:
On march 31, 2023, mentor received additional information regarding the event. It was reported that the surgeon was using the liposuction cannula on a small area of dense tissue under the breast. The tip broke off the cannula end while in the patient. The surgeon searched for and removed the tip under fluoroscopy. There was no injury to the patient. There was a delay of about 20 minutes to retrieve the broken piece. Code f1908-prolonged surgery has been added to section h6-health effect - impact code to document this additional information. The date of event was updated to march 07, 2023. The gender of the patient was updated to male. The age of the patient at the time of event was 21 years old. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: cannula tip broke. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a mercedes 2mm x 15cm small handle cannula being used in a liposuction surgery broke at the tip during the operation. No adverse event was experienced by the patient and no patient consequences were reported.